Manufacturer narrative:
Additional information: device explanted due to recurrent episodes of meningitis in the setting of a tegmen defect with csf gusher. Cultures positive for streptococcus pneumonia. Review of device sterilization records show that the device has been subject to a valid sterilization process. Thus, it is unlikely that the device was the cause of the infection. During explantation 3 contacts were found to be extra-cochlear. In situ measurements were reported to show no response. As no in-situ measurements or device were received, a cause for the reported non-responsive implant cannot be determined.

Event description:
The recipient had recurrent episodes of meningitis. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suffered from recurrent episodes of meningitis. The device has been explanted on (B)(6) 2024.